Event description:
The hcp reported the pt experienced "acute withdrawal." A rotor study was done that determined there to be a rotor stall. The pt was treated with oral opioids. The pump was explanted, replaced and returned to the MFR for analysis. The pt outcome was not reported. A follow up report will be sent when additional info is received.